Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating a normal range. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to contact technical support if the issue recurred.